Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl after wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and the presence of high ketones. The pod was removed at the hospital and patient was treated with insulin; she was also given medication for heart and kidney problems. The patient was released after spending 11 days in the hospital. This pod was discarded.